Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a small vessel dissection occurred and was treated with placement of a stent. The lesion being treated was a heavily calcified cto which began just after the first bend in the proximal segment and extended a length of approx 8cm in the at artery. The reference vessel diameter was approx 4mm. The physician used a 6f/43cm introducer sheath, a 6f catheter, a stiff angulated guide wire and a 90cm crossing catheter to cross the cto from a contralateral approach. The device was initially used to successfully treat a lesion in the sfa. Then, the device was advanced to the proximal at where it was run for approx 30 seconds on low and 30 seconds on medium speed. The physician then wanted to make one short run on high speed. At 13 seconds into this run, the device made a high-pitched noise. The physician was able to easily remove the device over the wire. After the device was removed, there appeared to be a very small dissection in the mid at. No other complications were noted. The physician decided to place a 4mm self-expanding stent in the vessel. Repeat angio showed excellent results with good runoff to the foot. The pt is doing well with relief of symptoms in that lower extremity. Additional info has been requested regarding this event.

Manufacturer narrative:
(B)(4).